Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a large amount of dust accumulated inside the device; stains were on the surface of the touch screen. When the front panel and the touch screen were disassembled, there were traces of liquid penetrating into the front panel through the touch screen and fault of the touch screen sensor or the poor connection between the touch screen and the circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during reprocessing, a e333(touch panel error) displayed on the visera elite ii video system center. The procedure was completed with the same device and no delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e333 was unable to be identified. Olympus will continue to monitor field performance for this device.